Event description:
It was reported that a novum iq large volume pump was alarming for an unknown reason during patient infusion of heparin (25,000 units / 500 ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update the date to 02/25/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified a single upstream and a single downstream occlusion alarm that was cleared by user. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.